Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent an explant procedure due to charging difficulty. The patient is doing great post operatively. The explanted device will not be returned as it was discarded per facility policy.